Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A4 - patient weight was added to the report.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 where in the leads were explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-02853. It was reported that the patient experienced autoreducing of their stimulation, causing loss of therapy, due to high impedances. X-ray testing indicated possible lead migration and lead disengage from the ipg. As a result, the patient may undergo surgical intervention on a later date.